Event description:
On (B)(6) 2012, the pt underwent treatment of a penetrating ulcer in the descending thoracic aorta with a conformable gore tag thoracic endoprosthesis. It was reported that a gore dryseal sheath was advanced with no resistance or issue, and the device was deployed with no issue. The physician met some resistance upon withdrawal of the sheath, so a small amount of pressure was used to complete withdrawal. It was reported that when the sheath was completely withdrawn for the pt, the iliac artery ruptured at the junction of the common iliac and external iliac artery. A counter incision was made above the access site, and a jump graft was implanted from the common iliac artery to the common femoral artery. The pt tolerated the procedure. It was reported that the pt's iliac artery was within IFU for the sheath size with no evidence of disease. It is reportedly unk why the rupture occurred.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the iliac artery rupture is unk.